Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 09-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint device presented with no damage to the cartridge. The plunger rod tip was observed to be damaged and a detached haptic was inside the lens module. Viscoelastic residue was observed to not be distributed throughout the length of the cartridge indicating an inadequate amount could have been used which may have contributed to the complaint event. The lens module was opened and no damage or viscoelastic residue was identified. The handpiece assembly was inspected and presented with no issues. The lens was cut into three pieces with one haptic detached. The lens was cleaned and damage was observed on the lens. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was inserted in a patient¿s eye with the trailing haptic detached. The reporting physician cut the lens to explant it. The physician enlarged the incision to exchange the lens to a back-up iol and sutured the incision. The procedure was completed successfully. The physician commented that when the plunger was moved forward by rotating it, there was no strange feeling of resistance. The damaged haptic was noticed only after the lens entered the eye. There was no patient injury reported. No further information was provided.